Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported via the customer that there was something stuck in the end of the drill motor, preventing the connection of the attachments. It was subsequently reported that during service conducted at the manufacturer a broken bur was found inside the rotor of the handpiece. No further information was provided.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported via the customer that there was something stuck in the end of the drill motor, preventing the connection of the attachments. It was subsequently reported that during service conducted at the manufacturer a broken bur was found inside the rotor of the handpiece. No further information was provided.